Manufacturer narrative:
A visual and functional inspection was allegedly performed by the user facility. It was reported that the power cord was frayed, causing a potential for electrical shock. There were no reported exposed bare wires. However, a stryker representative was not able to evaluate the unit as the unit has not returned by the customer. The device was not returned.

Event description:
It was reported by service report that the power cord is frayed with exposed bare wires. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported by service report that the power cord is frayed with exposed bare wires. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.